Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pin driver had broken while removing the pins. All pieces were removed from the wound.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. As per the visual inspection, the instrument exhibited a fracture at the hex end of the instrument. Sem analysis of the fracture surface identified the fracture occurred due to bending overload. The fracture surface revealed multiple crack initiation sites near the inner diameter of the pin driver and that cracks propagated towards its outer diameter. Eds elemental analysis identified the material was consistent with 455 stainless steel. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.